Event description:
It was reported that the lead wire in the patient¿s face from the left side (occipital nerve stimulator) moved in (B)(6) 2014. The patient¿s wires were moved surgically to correct the issue on (B)(6) 2014. The patient reported that there was a deep dimple in her face from the lead wire.

Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n231018, implanted: (B)(6) 2012, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).